Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil was difficult to advance and was stretched. The patient presented with splenic aneurysm and underwent embolization. After placing the imaging catheter, an 8mm x 40cm interlock-35 was advanced. However, it was difficult to deliver, and after pushing back and forth several times, it was found that the coil was stretched. The microcatheter was reinstalled, and then 4 controllable coils of the .18 system were used to complete the procedure. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed the coil was detached from the coil arm.

Manufacturer narrative:
Device eval by manufacturer: the device was received for analysis. It was observed that only the main coil was returned. The main coil was stretched, bent, and detached at the coil arm section. Functional testing could not be performed since only the coil was returned. Dimensional inspection of the returned components revealed they were within specification. A2- age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6).